Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter package was found already opened. According to the complainant, during unpacking and stocking, the technician noted that the sterile pouch containing the cre balloon was already opened at the top seal. It did not look torn or ripped. It was reported that the device was still in the pouch. No procedure or patient was involved.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event of seal of device packaging compromised. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.